Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they went to the chiropractor today and they used a device to vibrate their back. The patient asked if that will mess up the unit and it was reviewed that it could. They stated they were not sure if the device had moved a little because it seemed like the edge of it was pocking up closer to the skin and they could feel the hard lump of the device up to the top. They mentioned that when they sit in a recliner chair at night it was painful for them to sit there very long. They also mentioned that they felt pain at the incision location. They went into the office and they changed the program from 0.6 to 0.7 and the therapy was working better now. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.